Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the tip of the device is not burning. A backup device was not available and it is unknown how the issue was resolved. There was not delay and no patient injury or other complications were reported.

Event description:
It was reported that during a hip arthroscopy, the tip of the device is not burning. A backup device was available to complete the procedure with no delay and no patient injuries.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.